Manufacturer narrative:
The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: investigation type codes were added: 3331, 4109, 4110 and 4111. H6: investigation findings code was added: 213. H6: investigation conclusions codes were added: 67. H10: narrative/data was updated. An osseotite® implant 3.75 x 13mm (boss485) was returned for investigation. Visual inspection of the as returned product identified worn markings due to usage. No fracture or damage has been identified. No malfunction. X-ray images were provided by the customer. The x-ray images shows the product, however no fractures identified as well as no fractures inspected to the product. DHR review was completed for the subject lot number (2019031297). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance's, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2019031297) for similar event (complaint category keyword: dental : functional : fracture : implant) and no other complaint was identified. December post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did not occur and the reported event was unconfirmed.

Event description:
No additional event information at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Customer reported that the implant looked fractured at the apex on the x-ray but did not have any additional event information. The implant was placed prior to covid but when they removed it, they were easily able to back it out an they believe it was not fully integrated.